Manufacturer narrative:
Carefusion file identification: (B)(4). At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event. Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator unit operated with an abnormal loud noise. The customer checked and found that the noise comes from internal compressor. The customer reported the most likely faulty part is the scroll pump component.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. The reported issue was able to be duplicated and isolated the root-cause to fatigue bearing inside the orbiting scroll. Disassembly of the suspect compressor found black dust debris inside the filter. This issue will be internally investigated within carefusion.

Event description:
The issue occurred during preventative maintenance; the customer reported no patient involvement is associated with the event.